Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient when it was noted that the patient's blood pressed dropped. Transesophageal echocardiogram imaging showed that there was a pericardial effusion. The physician performed a pericardiocentesis to treat the effusion. In addition the physician administered medication to reverse the heparin. The bleeding resolved and the procedure was continued. The closure device was successfully released and implanted in the laa of the patient. It was noted after the device was implanted that there was a thrombus on the tip of the was sheath. The physician attempted to aspirate the thrombus. At this time it was again noted a pericardial effusion was present. After several attempts to drain the excess blood the physician made the decision to send the patient to surgery for repair. During surgery a perforation was repaired. The patient was stable and recovering from these events post procedure.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient when it was noted that the patient's blood pressed dropped. Transesophageal echocardiogram imaging showed that there was a pericardial effusion. The physician performed a pericardiocentesis to treat the effusion. In addition the physician administered medication to reverse the heparin. The bleeding resolved and the procedure was continued. The closure device was successfully released and implanted in the laa of the patient. It was noted after the device was implanted that there was a thrombus on the tip of the was sheath. The physician attempted to aspirate the thrombus. At this time it was again noted a pericardial effusion was present. After several attempts to drain the excess blood the physician made the decision to send the patient to surgery for repair. During surgery a perforation was repaired. The patient was stable and recovering from these events post procedure. It was further reported that the patient died.